Event description:
On (B)(6) 2015, the reporter contacted animas alleging, the pump was not delivering as programmed. The basal history reportedly did not match the active basal program. The patient reportedly experienced a blood glucose (bg) measurement in the range of 350mg/dl to 500 mg/dl with symptoms of excess urination (polyuria), grogginess and extreme drowsiness. The patient reportedly was found unresponsive and sent to the emergency room. It was noted that the patient had a stroke and kidney issues. The pump reportedly was requested back and replaced; however, the patient remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged history settings issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed on (B)(6) 2015 at 10:05 an error, alarm, warning ¿150 auto timeout-pump suspend alarm¿ was recorded; deliveries resumed on (B)(6) 2015 at 16:01. On (B)(6) 2015 at 20:59 an unexplained power on reset occurred; deliveries resumed at (B)(6) 2015 at 20:08. The returned battery cap and returned cartridge cap were used to complete testing. During evaluation, the pump was exercised for 24 hours using a 2.0unit/hour basal rate; the basal history accurately recorded 2.0units and the total daily dose revealed 48.0 units. The total daily insulin dose correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within the required range. The reported, ¿inaccurate delivery¿ issue with the pump was not duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.